Event description:
It was reported via repair work order that the brake and steer labels were reversed which will affect brake engagement if the wrong setting is selected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.